Event description:
Caller reported taking 20 units of insulin based upon a mobile blood glucose result of 8.7 mmol/l. The customer presented symptoms of hypoglycemia 90 minutes later; wife tested his blood glucose as 5.9 mmol/l. Medic's system result 30 minutes later was 3.2 mmol/l. The customer was transported to a hospital, treated with an infusion, admitted for 1 week. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).